Event description:
As reported by novare's sales representative, "after the completion of a vats resection of a chest wall lesion, the device was withdrawn from the patient and it was noticed that the device shaft covering and a cut and part of the cut covering peeled back. A short metal 10mm cannula was used to protect the intercostal space. There was no injury to the patient."

Manufacturer narrative:
Note: the device's shaft outer diameter is 5mm and a 10mm cannula was used in this case. Device was returned to the manufacturer and is currently being evaluated.